Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of balloon torn. Block e1: initial reporter facility name is (B)(6) hospital of (B)(6); reported here as the facility name exceeded character limit for designated field.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the bile duct papillary orifice during an endoscopic retrograde cholangiopancreatography (ercp) procedure for pancreatic duct stones performed on (B)(6) 2026. During unpacking, the physician observed a slight crack in the balloon prior to use. Despite this observation, the balloon was introduced into the patients body. During procedure, the balloon fractured into two separate sections during inflation and pressurization. No piece of balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The instructions for use (IFU) indicate that this balloon should not be used if material damage is found prior to its use. However, the customer reported that the balloon was found damaged during unpacking.